Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) has not charged the ipg for more than three months and currently does not have stimulation. As a result, surgical intervention will take place to address the issue.